Event description:
Pt initials: (B)(6). Date of awareness: 08/25/2023. Provider rems ID: 882. Hospitalization start date: (B)(6) 2023. Hospitalization end date: (B)(6) 2023. Causality: unk; a 72 yo female on ambrisentan and epoprostenol pulmonary htn. Upon routine chart review, provider noted patient was hospitalized (B)(6) 2023 for infection of hickman catheter site skin infection, started on antibiotics and antifungals. Symptoms more consistent with contact dermatitis> infectious cellulitis in setting of recently changed outpatient cleaning solution. Patient's vital signs remained stable while admitted and catheter site rash improved. By day of discharge, rash had significantly improved and preliminary wound and blood cultures were negative. Pt discharged home in stable condition with po antibiotics and close follow up given preliminary negative cultures and likely contact dermatitis>infectious cellulitis.